Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came to clinic for routine follow-up check. There were two episodes of non-sustained rv oversensing on the lead recorded on (B)(6) 2018 due to t wave oversensing. There was no oversensing at the follow-up. The decision was made since there were only two episodes in (B)(6), and none since, no changes were made. The patient was asymptomatic and stable.